Event description:
A physician attempted to use the new cam01 clinically, for the first time, and inserted a (B)(4) without zeroing the catheter properly. The monitor would not go past the home screen. The staff was unable to monitor the pt for (icp) intracranial pressure or temperature. It is unk whether the pt incurred an injury as a result of the event. The staff was unable to monitor the pt for icp or temperature. Technical service was called into the hospital and the rep was unable to get it the monitor to work. After technical support rep tried to zero a second and third catheter and tried a new pac1 cable non-clinically and the monitor still didn't work. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.